Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted three months ago, however, the device showed 1 year remaining longevity. As of this time, the device remains in service. No adverse patient effects reported.